Event description:
The (B)(6) male pt underwent a cerebral and iliac angiogram to evaluate for an arteriovenous malformation on (B)(6) 2012. The right femoral artery was catheterized using a micropuncture transitionless 4f introducer access set. During femoral access, difficulty developed when a small, 10 mm fragment of a 0.018 wire was inadvertently sheared and left in the vessel at the bifurcation of the femoral and deep femoral vessels. It was watched throughout the case and there was no movement. After consulting with members of the medical team and the pt's family, the decision was made to retrieve the fragment later the same day. There was no harm to the pt and the pt was discharged to subacute rehab without any further sequel from this incident. The portion of the device was removed from the pt. There were no adverse effects to the pt due to this event. Add'l info from the user facility report: this is the care of a (B)(6) male who was admitted to (B)(6) on (B)(6) 2012, with a subarachnoid hemorrhage. The pt underwent a cerebral and iliac angiogram to evaluate for an avm on (B)(6) 2012. The right femoral artery was catheterized using a cook micropuncture transitionless 4f introducer set. During femoral access, difficulty developed when a small, 10 mm fragment of a 0.018 wire was inadvertently sheared and left in the vessel at the bifurcation of the femoral and deep femoral vessels. It was watched throughout the case and there was no movement. After consulting with members of the medical team and the pt's family, the decision was made to retrieve the fragment later the same day. There was no harm to the pt and the pt was discharged to subacute rehab without any further sequela from this incident.

Manufacturer narrative:
No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult in separation when the force exceeds design spec. In this specific case, the event description describes the "wire was inadvertently sheared." This complaint appears to be the result of user technique. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis. (B)(6).